Event description:
It was reported that during a routine follow-up, the pacemaker displayed a code 1003, signaling that the battery voltage is too low for the expected remaining capacity. Additionally, a reduction in the battery's projected lifespan was noted. Device memory was archived and forwarded to technical services, confirming premature battery depletion. Consequently, it is advised to replace the device within 90 days. Presently, the delivery of therapy is not compromised, and the device remains active and implanted. There have been no reported adverse effects on the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow-up, the pacemaker displayed a code 1003, signaling that the battery voltage is too low for the expected remaining capacity. Additionally, a reduction in the battery's projected lifespan was noted. Device memory was archived and forwarded to technical services, confirming premature battery depletion. Consequently, it is advised to replace the device within 90 days. Presently, the delivery of therapy is not compromised, and the device remains active and implanted. There have been no reported adverse effects on the patient. Further information from the field revealed that surgical intervention was undertaken to remove and replace the device. There were no further adverse effects on the patient reported. The device was received for analysis.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, the pacemaker displayed a code 1003, signaling that the battery voltage is too low for the expected remaining capacity. Additionally, a reduction in the battery's projected lifespan was noted. Device memory was archived and forwarded to technical services, confirming premature battery depletion. Consequently, it is advised to replace the device within 90 days. Presently, the delivery of therapy is not compromised, and the device remains active and implanted. There have been no reported adverse effects on the patient. Additional information has been provided indicating that the device was subsequently removed and replaced. It is expected that the device will be returned for analysis.